Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured within rated pressure. The 90% stenosed target lesion located in a moderate tortous and moderately calcified vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, at first inflation of 6 atm the balloon ruptured. The procedure was completed with a different device, there were no patient complications reported. The patient is in a good condition post procedure.